Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 43 days. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinic on (B)(6) 2017 with complaints of drainage from driveline exit site. Cultures were taken and the patient was prescribed doxycycline 100 mg twice a day for ten days. Culture results came back with no growth. After course of antibiotics, the patient reported clear driveline site. No additional information was provided.